Manufacturer narrative:
Evaluation summary: analysis of the returned device revealed that the needle cannula detached from the hub due to an insufficient amount of adhesive within the needle well that secures the cannula inside the hub. Based on the informaton provided, the needle stick reported appears to be related to this detachment. A review of complaint history for this device reveals that this condition occurs very rarely and no other reports of this type have been reported on this product lot.

Event description:
When the practitioner placed the needle in the patient to administer lidocaine, the needle portion detached from the hub. The practitioner removed the needle from the patient, but while doing so she received a needle stick injury.